Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the returned clamp was found to be fully functional. The adjustment screw threads are intact and functional. The head of the screw is also undamaged. No problem found.testing was unable to replicate the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement suretrak2 large clamp shipped to site 02/11/2016. No parts have been received by manufacturer for analysis. No further issues have been reported. (B)(4).

Event description:
A medtronic representative reported that site had a large suretrak2 clamp with a stripped screw. This was observed in sterile processing. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.